Event description:
It was reported the patient was experiencing a loss of therapeutic effect. This was noted following an unrelated medical procedure. The patient had an emergency c-section right sided hysterectomy and the ins is on the right side. The healthcare professional (hcp) cut next to the battery and used a bovi . The healthcare provider was not aware of device and did not follow the manufacturer's electrocautery recommendations due to it being an emergency. The patient was going to see her hcp for device 2012-(B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 435135 lot # nht012904n implanted 2010-(B)(6) explanted unknown; lead model # 435135 lot # nht012922n implanted 2010-(B)(6) explanted unknown.

Event description:
Additional information received noted that the cause of the event was use of a bove during surgery for ovarian cyst or decreased impedance. It was noted: impedance = 599 ohm, 2.00 volts 5 on a, pw 330, rate = 14, on for 0.1 sec off for 5 sec. Regarding programming, x-ray and surgical revision it was noted as n/a. Regarding if hospitalization was required, it was noted as unknown. Patient outcome was non-serious injury/illness.